Event description:
It was reported that the patient experienced a drop in blood glucose levels while on a flight on (B)(6) 2025. She did not have any food or glucose treatment with her and requested assistance from the flight attendant, who provided sugar. Despite this, her condition worsened, and the next thing she recalls is being in an ambulance on the way to a medical area at the airport. Her blood glucose was reported to be in the 30s mg/dl. The pod was worn on her abdomen between 24 and 36 hours. The only treatment she remembers receiving was intravenous fluids; she does not recall any additional details.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.